Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the manufacturer's representative reported the patient was explanted of the old lead and implantable neurostimulator (ins) and re-implanted with a different model of lead and ins on (B)(6) 2015. The cause of the abdominal pain was not determined at this time.

Manufacturer narrative:
Concomitant medical products: product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. (B)(4)

Event description:
The consumer via a manufacturer representative reported that the patient was experiencing right abdominal pain. The patient had experienced these issues since their original implant off and on and had been constant the last couple of years prior to the report. They had the battery revised to somewhere else but the date of the revision was unknown. Their pain went away and then came back in the same area. The patient had undergone an epigastric work up and computer radiography of their abdomen and nothing was found. The impedances were checked and they were normal. The manufacturer representative tried to cover the abdominal area with stimulation but the lead was placed perfectly midline and they were unable to get stimulation there or even push the stimulation there by increasing the pulse width. The patient's doctor thought the width of the lead may be causing pain by irritating a dorsal root. The plan was to replace the lead and see if the pain resolved. They were also going to replace the battery at the time of lead replacement. If not then they would do a further work up of the pain with an MRI. Surgical intervention was planned sometime in (B)(6) but had not been scheduled at the time of the report. The patient status was listed as alive no injury&#55297;t the time of the report. The patient was indicated for spinal pain and failed back surgery syndrome. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent. For information regarding the patient's previous ins please refer to manufacturer report # 3004209178-2015-21384.